Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (03/2018).

Event description:
It was reported approximately seventy six months post port placement, the device allegedly broke. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one powerport MRI isp with a groshong catheter in two segments and one catheter lock were returned for evaluation. Functional, gross visual and microscopic visual were performed. The proximal segment measured approximately 3.3 cm in length. A second segment was not returned. The distal segment measured approximately 13.9 cm in length. The investigation is confirmed for the reported catheter break and the identified wear and deformation issue, as the distal end of the proximal surface had both a rounded and granular surface. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2018). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported approximately seventy six months post port placement, the device allegedly broke. There was no reported patient injury.